Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dilaudid (dose and concentration not reported) via an implantable pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient had gotten an infection when the pump was implanted. The patient was hospitalized twice for IV (intravenous) antibiotics but they did not help clear the infection. The patient stated that they did not have "(B)(6)" but did not remember the strain of infection. The pump was explanted and the catheter remained implanted. The infection was at the pump implant site. The healthcare provider reported that the patient had developed cellulitis over the pump due to increasing instability. The patient was "unresponsive" to the 6 days of IV (intravenous) antibiotics and was determined to be (B)(6).